Manufacturer narrative:
One i3 unit model cm1100 with main unit serial# (B)(6) and one i3 accessory set was returned. During the investigation, visual inspection of returned material revealed damage to right angle ext. Showing frayed wire. Customer reported that the pes had a frayed power connector cord ¿ confirmed.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.